Manufacturer narrative:
H10: manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight months post filter deployment, imaging test revealed extensive clot including the common iliac veins, left common femoral vein with extension to the ivc filter with evidence of clot superior to the filter. Approximately one year later, CT revealed ivc filter present below the level of renal veins with chronic obstruction of the ivc inferior to the ivc filter but extent of clot cannot be assessed due to the lack of venous phase contrast. Secondary signs including a recannulized umbilical vein and lower abdominal wall collaterals in the region of the epigastritis suggest some degree of chronic ivc occlusion below the level of the ivc filter. Therefore, the investigation is inconclusive for occlusion of the ivc filter. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4 h11: h6(result) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter occluded. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that there was a thrombus above the filter; however, the current status of the patient is unknown.

Manufacturer narrative:
The device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately eight months post filter deployment, imaging test revealed extensive clot including the common iliac veins, left common femoral vein with extension to the ivc filter with evidence of clot superior to the filter. Approximately one year later, CT revealed ivc filter present below the level of renal veins with chronic obstruction of the ivc inferior to the ivc filter but extent of clot cannot be assessed due to the lack of venous phase contrast. Secondary signs including a recanalized umbilical vein and lower abdominal wall collaterals in the region of the epigastritis suggest some degree of chronic ivc occlusion below the level of the ivc filter. Therefore, the investigation is confirmed for occlusion of the ivc filter. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter occluded. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that there was a thrombus above the filter; however, the current status of the patient is unknown.